Event description:
"Noted a hole on a mayo stand cover from the davinci procedure pack. Noted mayo stand cover stuck to itself. Whole first set up was contaminated. Pulled another pack to open, mayo stand cover also stuck hard to the paper part of the cover, has a hole when pulled apart. Pulled new mayo stand covers from the core. Charge nurse informed. Rep [redacted] notified". Manufacturer response for davinci procedure pack, davinci procedure pack (per site reporter). Per clinical materials, "I will not return the product to mfg. Per sales rep, they will investigate the affected lot number." Rep is [redacted] from cardinal.